Event description:
An i60 with plcr60b was positioned, closed and fired. After the firing sequence, the surgeon saw malformed staples and a leak developed in the middle of the proximate staple line. The staple line was then cut out.

Manufacturer narrative:
The returned plcr60b reload had damaged retention posts, which indicate that the reload was not fully seated in the i60 housing prior to the firing sequence.